Event description:
Report received from the USA stating that the device was "loose in the shaft" and there was "rattling" inside the device. The rattling was found during cleaning by the instrument technician, prior to patient use. It was unknown to the reporter whether or not the device was used in surgery. There were no injuries or medial intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have worn and damaged internal components. This is due to normal usage and wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).